Event description:
It was reported that a revision surgery was done for fractured ceramic insert (abg). At the (B)(6).

Manufacturer narrative:
An event regarding crack/fracture involving a ceramic liner was reported. The event was confirmed based on the provided images and clinical review. Method and results: device evaluation and results: the device was not returned, however an image was provided. The ceramic liner was fractured. Medical records received and evaluation: a review of the provided information by a clinical consultant confirmed the event but could not determine a root cause. Device history review: there have been no reported discrepancies for the reported lot. Complaint history review: there have been no other events for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of device, past medical history as well as clarification of ¿diagnosed with ceramic rim fracture five years ago" are needed to complete the investigation for determining a root cause. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
It was reported that a revision surgery was done for fractured ceramic insert (abg). At the (B)(6) hospital.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.